Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap was found to be detached; the fiber broken proximal to the fiber/cap glue zone. The fiber cap was not returned by the customer. There was no indication or report of any part of the device remaining inside the pt. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation / user handling due to anatomical / procedural factors encountered during the procedure.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the laser beam was observed firing through the contralateral side of the fiber tip, creating tissue inter action. The case was completed using a second fiber. There was no report of pt injury.